Event description:
It was reported that during a hals sigmoid resection, the surgeon fired stapler, and anvil head dislodged in colon during removal. Splenic flexure and descending colon well mobilized, surgeon felt and heard click when attaching colon. Anvil was retrieved. After air test a leak was noted. Another stapler was used and fired and air leak noted. A third stapler fired and air leak noted. Converted to open, o.r time extended for 4-5 hours.